Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6) ) failed during functional testing due to the displayed user advisory (ua) 02 (compression tracking error) error message. The root cause for the observed error message was a failure of the drive train motor. The autopulse platform passed the initial functional testing. The load cell characterization result indicated that both cell modules function within the specification. During the run_in testing, the platform ran using a normal manikin on 30:2 mode without issue. However, during testing with a normal manikin on continuous mode, the platform failed and displayed multiple ua02. Ua02 was also displayed when the platform was tested using the large resuscitation test fixture (lrtf). The drive train motor needs to be replaced to address the error message. Due to the device's aging, the service has not been performed and information was sent to the customer indicating that it is not economical to repair due to the issues and age of the device. Zoll is waiting for the customer's response. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(6).

Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6) ) failed during functional testing due to the displayed user advisory (ua) 02 (compression tracking error) error message. No patient involvement.